Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a backup battery (ebb) fault alarm on (B)(6) 2025, and the ebb was replaced. It was stated on (B)(6) 2025 that the ebb exchange resolved the alarms. The patient called again with another yellow wrench/ebb fault alarm on (B)(6) 2025. The alarm cleared on (B)(6) 2025 after returning to wall power. The alarm returned again on (B)(6) 2025 after completing a self-test. Log files were sent for review on (B)(6) 2025. The event log contained ebb faults. It appeared that the ebb did not pass the internal load test. The pump itself appeared to be operating within normal parameters. The system controller was exchanged.

Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis and log files were submitted for review. A review of the submitted and downloaded controller event log files contained data spanning approximately 6 days of relevant information (12jun2025 to 18jun2025, per the timestamps). Backup battery fault alarms were intermittently active from 15jun2025 at 09:28:08 to the end of the log file on 18jun2025 at 13:39:51 due to not passing the load test. The backup battery did not pass each time due to the loaded voltage being below the threshold comparatively to the unloaded voltage. The alarm was active three separate times and cleared three times throughout the log file. The first alarm briefly resolved before reactivating while another load test was being performed. The second alarm resolved on 15jun2025 at 20:26:11 due to another load test being performed and passing. The driveline was disconnected 13:59:04 on 18jun2025 consistent with a system controller exchange. The final alarm resolved after the controller was exchanged and powered off. The pump maintained speed within the expected range while the driveline was connected. The returned system controller (serial number: (B)(6)) was functionally tested and passed all steps. The controller was connected to a test power module and mock loop, and successfully operated on the mock circulatory loop for an extended duration without any atypical alarms or events being captured. The returned system controller functioned as intended during all testing. The root cause for the reported event was unable to conclusively determined through analysis. A corrective and preventative action (CAPA) was initiated to further investigate backup battery fault alarms on the heartmate 3 system controller. The device history records were reviewed for the heartmate 3 system controller (serial number: (B)(6)) and found to have passed all manufacturing and qa specifications before being shipped to the customer. The receiving and inspection documents for the emergency backup battery (serial number: (B)(6)) were reviewed and found to have passed. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate 3 instructions for use section 2 ¿system operations¿ addresses how properly exchange the components and how to properly maintain all components. This section also addresses how properly install or replace the backup battery in the system controller. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.